Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the entire drawer popped out instead of just one pocket. A field service engineer (fse) tested all the mini drawers in drawer 1 and found that mini engine 1-15 was not stopping at the correct pocket; it opened completely. The fse replaced the mini engine and tested the hardware using the hardware test application (hta). Preventative maintenance was performed, followed by another round of testing in the hta. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that the bd pyxis¿ anesthesia station es whole drawer popped out instead of just one pocket. The customer reported that the malfunction occurred when the user was trying to issue the medication to the patient and there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.